Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek s/laboratory results were obtained: 3.6 inr/2.71 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.